Event description:
Event description guidant received inforamation that during the device replacement procedure, this implantable transvenous defibrillation lead was noted to have high pacing threshold measurements and loss of capture. Pacing impedance measurements are normal at 490. It was reported that there were good pacing impedance measurements with the pacing systems analyzer (psa) in unipolar mode, but could not get any measurement in bipolar mode.,